Manufacturer narrative:
Lot # se18kc1, se18kk3, and se18lf8. Of the five (5) events, three (3) single use devices were received for evaluation. For two (2) devices, a visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater pressure testing was performed, and bubbling was noted between the guide tube and the port tube of the bag. The reported condition was verified. The cause of the condition was determined to be absence of solvent application during manual assembly of the device. A nonconformance has been opened to address this issue. For one (1) device, a visual inspection was performed and noted holes in the in the port tube. The tube was perforated, and the line had a leak. The perforated tubing showed that the device had been used. The reported issue was verified. The cause of the condition was undetermined. For one (1) device, the investigation has not been started yet. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lots se18kc1, se18kk3, and se18lf8. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. It was reported that four (4) 2l empty eva bags were leaking. Of the four (4) events, three (3) events were described as leaks from the port and one (1) event was described as a leak from the top of the transfer path. For all the events, the leaks were observed during use of the device; however, it was unknown if there was patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two (2) additional single-use samples were received for evaluation. Visual inspection of the returned units noted puncture holes from a needle in the injection ports of both bags. The reported issue was verified. The cause of the condition was determined to be a user handling issue. Should additional relevant information become available, a supplemental report will be submitted.